Manufacturer narrative:
Eye deteriorated.

Event description:
Our office received a report from a distributor that a pt scratched their eye with the applicator of blink refreshing eye drops. F/u with the distributor showed, the pt sought medical eval in 2009 where 'some deterioration of the eye is noted". Treatment details were not available, however, the report noted the pt had recovered without sequelae.